Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
All that came out was the string: retained tampon [foreign body in reproductive tract] went to pull on one to take it out and all that came out was the string [complication of device removal]. All that came out was the string: tampon [device breakage]. Case description: consumer reported via e-mail that she pulled on tampon string to take it out and all that came out was the string. No serious injury reported.